Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 587998014. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #:(B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 590122018. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary retention, pain, mechanical issue and fluid leak are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary retention, pain are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) reported a nonfunctioning device and experienced inability to fully empty his bladder, accompanied by significant pain. Based on the patient's description, there was concern for insufficient fluid within the control pump. The patient attempted to squeeze the control pump and pressed the deactivation button to assess whether fluid would return to the pump; however, these actions did not resolve the issue, and the patient remained unable to void. The patient was advised to seek evaluation at a local urgent care center or emergency room. The patient acknowledged the instructions and stated that he would proceed to his local emergency room. No additional information was provided.